Event description:
A malfunction alarm occurred, identified by malfunction code malf 12, but no notable events preceded the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was able to reset the pump with guidance from technical support and was advised to continue using the pump while monitoring for any recurrence of the malfunction code.